Event description:
It was reported that the lower display was not working and the case was broken. Therefore, the external pulse generator (epg) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken/contaminated and the display was out of specification. It was also noted that the battery release, heart block, lead flex cover, heart wire contacts, battery contacts, battery drawer, main printed circuit board and battery flex were contaminated. (B)(4).